Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy irritation underneath the therapy electrodes. The patient's physician prescribed a powder as well as another unknown prescription for the irritation. The outcome of the irritation is not known.